Event description:
Patient explained that they had fluid around the battery, and the battery felt like it was ¿poking out¿ at the incision. Patient further described the sensation as ¿burning¿.

Event description:
It was reported that the patient developed a seroma, making it hard to breathe, beginning on (B)(6). The patient felt like his body was not accepting the stimulator. The patient also experienced a shocking sensation "all over" that was described as really intense. Turning stimulation off relieved the shocking, but the patient's pain in his legs returned and became unbearable. It was also reported that the patient used to charge once a day, now he charged three times a day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).